Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No audio anomalies were noted. The insulin pump safety feature max delivery alarm functioned properly. The insulin pump was monitored for several days and no unexpected max delivery alarms were noted. The insulin pump buttons all responded properly. However, corroded keypad traces were found at the keypad assembly. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 232 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.